Manufacturer narrative:
(B)(4). No conclusion code available. The reported output anomaly was confirmed in the laboratory. An arc mark was noted on the device can; further analysis indicated the presence of lead material. The device was tested on the bench and the high voltage output circuit was noted to be damaged. The cause of the damage was a lead anomaly.

Event description:
It was reported that the device was explanted and replaced due to possible output circuit damage and nearing eri.